Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. During pulse testing, the monitor delivered a 4.4j pulse and then reset. This failure did not occur in the field. The investigation was unable to determine root cause for the failure, as the monitor stopped resetting midway through the investigation. The monitor was removed from service. An internal corrective action has been initiated in order to investigate this failure mode. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor returned monitor sn (B)(4) to report that the monitor reset during pulse delivery.

Event description:
A us distributor returned monitor sn (B)(4) to report that the monitor reset during pulse delivery.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (reset during pulse delivery) is being investigated. Upon evaluation, the monitor failed a pulse test. A root cause investigation is currently underway. A supplemental report will be send upon completion no adverse event resulted from the defective monitor.